Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. The patient¿s medical history was intractable spasticity. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient came in for routine replacement of the pump as the pump had reached eri (elective replacement indicator). The patient had denied any problems, it was just time to replace the pump. During the procedure, the surgeon explanted the pump and found that the catheter was fractured at the base of the sutureless connector. It was replaced with a new sutureless connector segment of catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6)2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #:(B)(6), ubd: 28-jul-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.